Event description:
It was reported that during a gastric bypass, the device misfired in more than one instance. When the trigger was pressed, it would not fire. The product would fire once and then not on subsequent attempts. There were no patient consequences. Another instrument was opened and used to complete the case.